Event description:
--

Event description:
Boston scientific received information that during the implant procedure, this guidewire was used in attempting to place the left ventricular (lv) lead. As the lead could not be advanced in the target vessel due to its narrowness and severe tortuosity, a balloon catheter was used. The physician was still unsuccessful in advancing the lead after dilation and a different target vein was chosen. However, upon removing this guidewire from the original location the distal x-ray marker coil portion detached and remained within the patient. Attempts were made to remove the detached portion of the guidewire but the vessel branch was occluded and could not be removed. A different lv lead was implanted in another vessel without further issue. It was noted that force may have been applied to the wire during the inflation of the balloon catheter. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product has been returned and is undergoing analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual and dimensional inspection of the guidewire were performed. The distal tip and body of the guidewire were noted to be kinked as a result of product handling during the procedure. No portion of the wire was found severed/detached. The outer diameters were also measured and found to be within specification. The reported clinical observation could not be confirmed as no detachment of any portion of the guidewire was found upon analysis. The noted kinks in addition to procedural factors may have resulted in the reported difficulty in advancing and withdrawing the guidewire.